Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead, measurements were not satisfactory during initial lead placement. The physician elected to reposition the lead, to include multiple helix extensions and retractions, at which time helix rotation difficulty was observed and the lead removed and replaced. The attempted implant lead was returned for analysis; no adverse effects were reported.